Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating, fatigue, and a loss of consciousness. Customer was unable to self-treat and was administered two different unknown types of oral glucose for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating, fatigue, and a loss of consciousness. Customer was unable to self-treat and was administered two different unknown types of oral glucose for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.